Manufacturer narrative:
Continued from concomitant medical products: lead model 39565-30 serial# (B)(4) implanted (B)(6) 2011 explanted unk; extension model 3708140 serial# (B)(4) implanted (B)(6) 2011 explanted unk; extension model 3708140 serial# (B)(4) implanted (B)(6) 2011 explanted unk; recharger 37752 serial# (B)(4); programmer model 37743 serial# (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation in his stomach, acute pain, and diarrhea. Additionally, when the patient wore his watch, it burned his skin. The symptoms began about 2.5 weeks prior to report, and had gotten worse in the past few days. All of the symptoms occurred when stimulation was turned on, and not when stimulation was turned off. There was no known accident or incident related to the event, and the patient had not noticed an increase in any type of electromagnetic exposure. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that once "reset" it worked alright. Battery usage was higher. The patient received assistance from his physician and/or manufacturer representative and his concerns were resolved.